Event description:
It was reported that the colonovideoscope tested positive for greater than 100 colony forming units (cfus) of escherichia coli. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. D9, h3, h4, h6 fields were updated. The culture test result at the third-party labs provided by the user is shown below: sampling date:(B)(6) 2024. Sampling from:unknown cfu:>100 cfu/endoscope bacterial identification:escherichia coli. Sampling date: (B)(6) 2024. Sampling from:all channels cfu:5 cfu/endoscope (4 cfu/100ml) bacterial identification:acinetobacter species. Sampling date: (B)(6) 2024. Sampling from:biopsy channel cfu:<1 cfu/endoscope (<1 cfu/100ml) bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from:suction channel cfu:<1 cfu/endoscope (<1 cfu/100ml) bacterial identification:n/a. Sampling date: (B)(6) 2024 sampling from:aw channel cfu:<1 cfu/endoscope(<1 cfu/100ml) bacterial identification:n/a. Sampling date:(B)(6) 2024. Sampling from:auxiliary water channel cfu:<1 cfu/endoscope (<1 cfu/100ml) bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from:total cfu:<1 cfu/endoscope (<1 cfu/100ml) bacterial identification:n/a. Since the subject device was isolated after positive in culture test had been confirmed, we judge that the device was not used in treatment and/or diagnosis. The subject device was returned to olympus for evaluation. As a result of reviewing information on reprocessing steps provided by the user, there was no information to judge if there was any deviation from the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.